Event description:
It was reported that the charging pad for the ilet system stopped functioning, as evidenced by the indicator light not illuminating and no power delivery after attempts with different outlets and cords; the user requested and was provided a replacement. Symptoms included no adverse clinical effects. Outcomes included the need for replacement supplies. Investigation included customer troubleshooting and product support review. Investigation of this case revealed a nonfunctioning external charging accessory consistent with failure to charge, with no evidence of device alarms or user harm. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction of the charging pad.